Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or e70 alarm noted during testing. The motor was tested outside of the device and passed. The test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using care link. Device was monitored for one day. No unexpected low battery alarm, unexpected off no power alarm or unexpected pump error alarm noted. No unexpected pump reset or lost settings noted. Device had a striped battery cap at coin slot (p). Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched on screen made it hard to see screen and motor was louder than usual. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they received failed battery alert. Customer reported that damage to battery cap, damage to the screen back light dimmed, and unexplained no delivery alarms. The insulin pump will not be returned for analysis.